Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A product experience report was received on date (B)(6) 2017 due to pacing inhibition on rv lead with pauses up to six seconds caused by noise from the ra lead. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).